Manufacturer narrative:
A device service history review was performed and identified that the unit was installed since 2014 and one similar event was occurred and was solved by replacing the stirrer motor. Based available information and considering the intermittent nature of the claimed failure, the most likely root cause of the reported event is a temporary electrical failure, as a loose/bad connection or a false contact, which probably affected some electronics on the distribution board ul510 and that was fixed during service activity. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in mountain home, arkansas. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. All pumps and motors were checked, connectors disconnected and re-seated, cardioplegia and patient tanks filled and drained. Drain line was not draining, therefore it was moved to proper drain port. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to stirrer motor on patient side, during procedure. There was no patient injury.